Manufacturer narrative:
The reported event was confirmed as cause unknown. Per evaluation, water leakage was noted through the drainage eye of catheter. The exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that there was a urine leak from the patient; the catheter later fell out of the patient. When the catheter was tested after use, there was a water leak from the catheter. The leak point was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was a urine leak from the patient; the catheter later fell out of the patient. When the catheter was tested after use, there was a water leak from the catheter. The leak point was unknown.